Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged battery malfunction was verified. Functional testing was performed and no failure was identified related to the reported elevated blood glucose.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump battery was observed to be depleting quickly. Review of the pump data by tandem technical support showed that the battery depleted 25% within a hour. The customer¿s blood glucose (bg) level was over 600 (mg/dl) with moderate ketones. The contact stated the elevated bg level was due to the customer being out all day, not doing their normal routine and being sick. A bolus via the pump was delivered to address bg level. Reportedly the customer will continue to use the pump for insulin therapy.